Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that the reflux was not working. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and tested. The footswitch was found to have been non-conforming and was subsequently replaced. The system was determined to have met specification. The system was manufactured on march 12, 2011. Based on qa assessment, the product met specifications at the time of release. The system was determined to have met specification. The root cause of the reported event can be attributed to the nonconforming associated footswitch. (B)(4).